Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery fully depleted and was no longer able to charge. Customer attempted to use multiple cables and chargers; however, the pump still would not charge. Reportedly, when the pump was plugged in, the display would light up indicating a 5% charge, but the lightning bolt was not present. Additionally, it was reported that the touch screen was unresponsive and not functional. There was no known impact to the customer's blood glucose level. The customer confirmed that an alternate method of insulin delivery was available.